Event description:
It was reported the pt experienced a wound infection at the ipg site. The device had been implanted in foreign country. The pt was admitted to the hosp in 2009. The pt underwent removal of the ipg and extension, and was treated with IV antibiotics. At the time of the report, the pt was still on IV antibiotics. No final pt outcome was reported.